Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. Attempted to remove the insulin pump from the rewind mode with no results. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. All the buttons function properly and the insulin pump was able to rewind. The device had missing end cap sticker.